Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted with two proglide device using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) repair interventional procedure. Reportedly, when attempting to pre-place the first proglide a link break occurred. A second proglide was attempted and, a suture break occurred. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a sheath greater than 8.5f and the aaa repair procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The additional proglide device with reported issue is filed under a separate medwatch report number. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported suture break was not confirmed as the suture was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.